Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was used. The procedure was going as planned and the was was positioned in the laa of the patient. The wds was inserted into the was and the closure device was deployed in the laa. The device did not meet release criteria and needed to be fully recaptured. When the physician was performing the recapture the was kinked and it was impossible to recapture the closure device. The physician was able to make a slight partial recapture and was able to gradually remove the was with the device. A new was and wds were used to successfully complete the procedure. The patient is doing well and there were no other complications that occurred.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was used. The procedure was going as planned and the was was positioned in the laa of the patient. The wds was inserted into the was and the closure device was deployed in the laa. The device did not meet release criteria and needed to be fully recaptured. When the physician was performing the recapture the was kinked and it was impossible to recapture the closure device. The physician was able to make a slight partial recapture and was able to gradually remove the was with the device. A new was and wds were used to successfully complete the procedure. The patient is doing well and there were no other complications that occurred.

Manufacturer narrative:
Age at time of event: 69 years device evaluated by MFR: the returned product consisted of a watchman truseal access system with a watchman delivery system (wds) snapped into the was hub/valve. The devices were bloody, and were separated during lab analysis. The tip, sheath, hub/valve were microscopically and visually inspected. Inspection revealed tip damage (stretched/misshapen/slight delamination/flattened), numerous kinks/buckling of the sheath for 10cm in length and damage (flattened)starting at the tip of the device. Inspection of the rest of the device found no other damage or defects. Prior to device separation, functional testing was done. The wds hypotube was pulled back, in an attempt to recapture the deployed implant. The shoulders of the implant could not collapse into the truseal, with the truseal tip/sheath buckling (compressing). The implant could not recapture.